Manufacturer narrative:
The driveline cable was not returned for evaluation. This complaint is associated with a clinical adverse event. There was no allegation against the device. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a conclusive cause of the driveline infection could not be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Driveline remains implanted it was inspected by the ce on site. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU), infection and specifically driveline infection is a known potential adverse events associated with the implantation of all lvads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the manufacturer's clinical engineer (ce), the patient was hospitalized and patient underwent incision and drainage for driveline infection. There was fluid/blood ingress noted in the driveline following the procedure. The ce was called by the facility to inspect the driveline. Tape was applied to the distal area of the fluid ingress and blood isolation procedure was performed per protocol. No complications during procedure. No other information was provided.